Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found error e460 on startup due to high voltage power supply (hvps) board. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device

Event description:
It was observed that during the device evaluation, the hf unit had error e460 on startup due to high voltage power supply (hvps) board. There were no reports of patient involvement.